Event description:
It was reported that the user experienced repeated dexcom g6 pairing and warmup failures when attempting to connect the cgm to the ilet, resulting in elevated blood glucose and multiple unsuccessful warmup cycles until the sensor was replaced and a new warmup initiated; the user also reported recent hypoglycemic episodes and independently raised the nighttime target. Symptoms included hyperglycemia up to 400 mg/dl for approximately 12 hours and separate hypoglycemia down to 30 mg/dl for 20¿30 minutes, without loss of consciousness or other acute effects, and ketone testing was negative. Outcomes included self-management using backup therapy for the hyperglycemia, no medical intervention, and no hospitalization. Investigation included troubleshooting and education, including cgm menu switching from g6 to g7 back to g6 and re-entry of transmitter and sensor codes; the sensor was replaced, and the system entered warmup. Investigation of this case revealed a suspected faulty dexcom g6 sensor causing repeated warmup failures and inability to establish cgm communication with ilet, with no other responsible device identified. It was concluded, based on previously established findings for similar reports, that the cause was a device communication issue attributable to the external cgm sensor, with user mitigation achieved through sensor replacement and continued warmup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.